Event description:
Health professional reported removal and replacement of a lap-band system during a hernia repair surgery. Health professional has declined to provide additional information.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2011. This is a different event involving the same patient identified in medwatch report # 2024601-2011-00998 and 2024601-2012-00031. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number , date of event, implant date and explant date. The device is not available for return and the information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Hernia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of hernia as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in (B)(4) subjects included: hernias, including hiatal hernias.